Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the phenomenon was attributed to the failure of power supply unit of the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, omsc concluded that this phenomenon was attributed to the failure of power supply unit of the subject device. The exact cause of this power supply unit failure could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. However, the field service engineer (fse) of olympus medical systems (B)(6) checked the subject device on-site and found that the reported phenomenon was duplicated due to the power supply issue. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the subject device could not be turned the power on. There was no report of patient injury associated with this event.